Event description:
It was reported to boston scientific corporation that during preparation for a cholangiography procedure, when the ultratome xl device was unpacked, it was discovered that the catheter did not have the proper "curvature" when activating the grip. Reportedly, no other anomalies were noticed with the device. The procedure was completed with another ultratome xl device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable." This event has been deemed a reportable event based on the investigation results; working length melted/split.

Manufacturer narrative:
The investigation results of working length melted/split. A visual examination of the returned device found that the distal tip with exposed wire was twisted. Additionally, the distal pierce hole was melted/torn 8mm and the anchor was exposed. The surface of the distal end of the device was scraped and torn. A functional evaluation found that the device does not meet the bowing specification due to the twisted working length/distal tip and melted extrusion. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.